Manufacturer narrative:
The devices were returned for analysis as they were implanted in patient. The delivery systems were discarded. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that during the telescoping pipeline flex with shield, the second pipeline (lot: a836546) was delivered smoothly to the tip of microcatheter. Thereafter, the sleeve was removed and full resheath was performed only once. There was a comment from the doctor in charge that there was a little more resistant than usual during resheath. This pipeline was also reported to have failed to open and a balloon was used to open the device. The second pipeline (a835663) was noted to have experienced flared damaged. The devices were implanted and the pushwires were discarded. The devices were prepared and use per the instructions for use (IFU). No patient injury occurred. The anatomy was normal in tortuosity. The treating location was in the left ic. The aneurysm was not ruptured and fusiform. The max diameter was 10mm and the neck was 5mm. The distal and proximal landing zone were 5mm. As reported, fd implantation was performed for a 10mm aneurysm on the tandem internal carotid artery. The distal access catheter and the microcatheter were flushed as per IFU were delivered to the distal end of the aneurysm, and ped3.25 * 16 (lot: a835663) which was prepared as per IFU were delivered. After that, a new microcatheter, which was unpacked and flushed as per instructions for use (IFU), was delivered to the distal region of the ped which was implanted as the first one, and ped4.5 * 16 (lot: a836546) which was prepared as per IFU was delivered into the catheter. There was no resistance during delivery, and it was delivered smoothly to the tip of marksman. Thereafter, the sleeve was removed and full resheath was performed only once. There was a comment from the doctor in charge that there was a little more resistant than usual during resheath. After removing the sleeve, the ped was deployed, but the distal flare was difficult to be deployed. Under the judgement that it will be better if dilatation is performed with percutaneous transluminal angioplasty (pta) finally, ped started to be deployed from the middle, and proximal flare was also deployed successfully. Finally, hyperform4*7 was delivered to the distal flare part of the second ped, and dilatation was performed with pta. At this time, it was deployed successfully. Although conebeam CT was performed to check the apposition status, it seemed that there was no problem, but it seemed that the strut of the distal flare of the second ped (the product concerned) was protruded. Because apposition was performed, the procedure was completed with the doctor's judgment that there was no problem. Unlike the regular weave of one strut, it was confirmed that the strut was leaning to the left or right side.